Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter is not known from the site. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe tip had been bent and it was visibly noticeable. No patient was present at the time of the event. Additional information was received stating that the instrument was believed to be able to pass verification. But it was clearly bent.